Manufacturer narrative:
It was reported that a patient underwent a procedure for atrial fibrillation with a carto 3 system where a map shift occurred. During both the mapping and ablation phases of the case, a discrepancy of approximately 1-2cm was noticed between the carto map and what was seen on fluoroscopy. It was noted that there was some signal interference on the lasso catheter electrodes at the same time the map was shifting. A cable change was attempted unsuccessfully, at which point the catheter was exchanged, resolving the issue. There was no patient movement or cardioversion performed. No error messages populated on the carto 3 system. The procedure was completed without patient consequence. Investigation summary: the biosense webster inc. (Bwi) clinical account specialist (cas) reported the issue was caused by the faulty catheter, the catheter was replaced and the reported issue was resolved. No additional service/system check was requested by the customer as the issue was resolved by the catheter replacement. System is operational and is ready for use. Device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: lasso w/auto ID catheter, model # d-1220-80-s, lot # 17655169l. (B)(4).

Event description:
It was reported that a patient underwent a procedure for atrial fibrillation with a carto 3 system where a map shift occurred. During both the mapping and ablation phases of the case, a discrepancy of approximately 1-2 cm was noticed between the carto map and what was seen on fluoroscopy. It was noted that there was some signal interference on the lasso catheter electrodes at the same time the map was shifting. A cable change was attempted unsuccessfully, at which point the catheter was exchanged, resolving the issue. There was no patient movement or cardioversion performed. No error messages populated on the carto 3 system. The procedure was completed without patient consequence. The signal interference issue is not MDR reportable. Only intracardiac (catheter electrodes) noise was reported, indicating that the body surface electrocardiograms would have been available to monitor the patient¿s heart rhythm. This mitigates the risk that the patient¿s ECG would have been unobservable at any point during the procedure, and the potential that this could cause or contribute to an adverse event is remote. However, the map shift is reportable. Map shifts occurring without patient movement and without presenting an error message can possibly be caused by system malfunction.